Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. The lens was not used and no other devices came in contact with the lens. This report refers to lens 4 of 4.